Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two prostyle devices were used bilaterally (one in the left common femoral artery and one in the right common femoral artery). The devices became stuck in the patient anatomy, and the foot was stuck. This occurred at the beginning of deployment. Cut down surgery was performed to remove the devices and achieve hemostasis for both access sites. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from asku to no. E1 - first name, last name, title: updated from (B)(6) to dr. (B)(6). E3 - occupation: updated from nurse to physician.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, two prostyle devices failed bilaterally. The devices became stuck in the patient anatomy and the foot was stuck. Cut down surgery was performed to remove the devices and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.